Manufacturer narrative:
Batch review performed on 26 june 2023. Lot 2106581: (B)(4) items manufactured and released on 07-jul-2021. Expiration date: 2026-jun-22. No anomalies found related to the problem. To date, 71 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 year after the primary surgery, the surgeon performed a washout and revised the liner (with a poly of the same thickness). The surgery was completed successfully.